Manufacturer narrative:
The display was blank due to a broken spring contact in the battery tube. No further testing could be performed due to the blank display.

Event description:
It was reported that the insulin pump alarmed and that the batteries are lasting less than a week. It was also reported that the display had gone blank, but after changing the battery, the display returned. Troubleshooting was performed. Nothing further was reported.